Event description:
The complaint has been reopened because a revision of the patient's right hip was reported. He was revised on (B)(6) 2013 to address pain. Part and lot numbers were provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2374839. A search of the complaint database and/or DHR review was not possible for the unknown bone screw as the product and lot code required was not provided. A search of the complaint database search finds additional reported incidents against lot code 2788925 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.